Manufacturer narrative:
No anomalies detected by checking the sterilization charts of all the lot# involved (smr reverse humeral body, lot# 201209159; reverse hp liner, lot# 201200684; glenosphere dia.40 mm, lot# 201212303; connector + screw, lot#201204088) on the overall number of pieces manufactured with these lot#, thus indicating that the products were correctly sterilized before being placed on the market. No other complaints received on these components. We will send a final emdr once the evaluation will be concluded.

Event description:
First of two stage revision of a smr reverse implant performed on (B)(6) 2018 due to infection. According to the info reported, all the components previously implanted on (B)(6) 2013 were removed. Event happened in (B)(6).

Event description:
First of two stage revision of a smr reverse implant performed on (B)(6) 2018 due to infection. According to the info reported, all the components previously implanted on (B)(6) 2013 were removed. No additional info received about 2nd stage revision (when/if it was performed). Event happened in australia.

Manufacturer narrative:
Check of DHR: no anomalies detected by checking the sterilization charts of all the lot# involved (smr reverse humeral body, lot# 201209159; reverse hp liner, lot# 201200684; glenosphere dia.40mm, lot# 201212303; connector + screw, lot#201204088) on the overall number of pieces manufactured with these lot#, thus indicating that the products were correctly sterilized before being placed on the market. Explants not available to be returned to limacorporate. According to the info reported, explants were disposed of as per hospital policy. No x-rays were provided. Nor info about germ responsible for infection neither relevant clinical info about patient's history were not provided. With only the very few info provided about this case, no deeper investigation is possible. Based on the check of the sterilization charts performed, all the components involved were correctly sterilized before being placed on the market: this is not a product issue. Pms data: according to our pms data, smr reverse revision rate due to infection is 0.05%. None of the cases we could investigate were classified as product related. No corrective action for this specific case. Limacorporate will continue monitoring the market to prompty detect any further similar issue.